Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Dimensional testing was also performed, and it was determined that the components were as according to specification. Functional test including pressure test and clear passage test was performed with no issues noted. A pull testing was performed and no separation was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y-type blood/soln set was separated from the tubing. This was identified after opening the product from the packaging. There was no patient involvement. No additional information is available.